Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "sagging and looks like it is not full". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "sagging and looks like it is not full". Healthcare professional noted "valve delaminated from shell." Device has been explanted. It was reported the device was deflated at the time of removal.